Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The fse that found the issue replaced the front end board. The fse then performed running test without occurring any problem. The iabp was returned to the customer and has been released for clinical use. Cause traced to component failure.

Event description:
During service performed maintenance inspection by a getinge field service engineer (fse), a broken internal pressure input connector on the front end board was observed and it was unable to join to the connector. There was no patient involvement and no adverse event was reported.